Event description:
Related manufacturer reference number:3006705815-2023-04836 it was reported that the patient experienced ineffective therapy due to migration of both leads. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the leads were explanted and replaced with a paddle lead to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.